Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3889-33 lot# va0c85x, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-33 lot# va0c85x, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the ¿first night after implant, the left wire shifted and right wire shifted sometime later.¿ the patient stated that the revision would be done after the first of the year. The patient had a doctor appointment scheduled for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.